Event description:
It was reported during a da vinci-assisted procedure the fenestrated bipolar forceps (fbf) instrument arced. The site completed the procedure and there was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the customer confirmed that the instrument was inspected prior to use and no damage was identified. It was clarified that arching occurred between the instruments when monopolar cut energy was activated. A monopolar scissor was being used to cut tissue while blunt dissector with bipolar was on bladder. After incident, the operating room (or) staff identified a burn mark and observed instrument arcing. The or staff did not observe any instrument collisions during the case nor was there any contact with staples, clips or sutures while energized. The instrument was not removed during the procedure nor were the jaws immersed in liquid or contaminated by carbonized tissue (bio-debris) prior to activating the instrument. The or staff completed the procedure with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument had thermal damage at the yaw pulley. Black char marks were observed at the grip base. The electrical continuity test passed. There was no damage observed on the conductor wire.